Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blank video display. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed that the display was blank. The fse replaced the display, performed all functional tests and validated calibration. Device cleared for clinical use.

Manufacturer narrative:
Corrected fields: d1 (brand name), d4 (model#, catalog#, UDI#).

Event description:
N/a.